Event description:
During a vertebroplasty procedure of a lumbar vertebral body, it was reported the cement did not opacify during the procedure and was not visible by fluoroscopy when the physician attempted to deliver cement by biperpendicular approach to the left side of the lumbar vertebral body. A second cement kit and delivery system were used to complete the procedure by accessing the lumbar vertebral body on the right side. Following the procedure, a catscan was taken of the surgical site which confirmed only the right side of the vertebral body contained the delivered cement. No injury was reported.

Manufacturer narrative:
The device was returned to manufacturer for evaluation and the investigation is in process. A follow up report with the summary of the investigation will be provided for the returned device. Add'l info: the procedure was performed with the following devices: parallax integrated delivery system, kp-ids-100. Parallax acrylic resin cartridge with tracers opacifier, kp-car-003. Two medwatch reports are to be submitted for this reported incident: MDR 2951580-2007-00052 for parallax integrated delivery system (mixing and delivery device) and parallax acrylic resin cartridge with tracers (cement) which were used together as a system in the same procedure.